Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that performed pm replaced the fiber optic assembly and proceeded to power cycle the unit every ten minutes for four hours without issue. The fse performed all functional and safety tests to meet/and met factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) displayed a fiber optic sensor module failure. There was no patient involvement, and no adverse event was reported.